Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin block and reset alarm. Customer's blood glucose at time of incident was unknown. The customer stated that they had high blood glucose. No troubleshooting was done with customer. The sales representative wants to replace pump. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 noted during our testing. The insulin pump had minor scratched lcd window and case.